Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue was the air inlet foam filter being replaced proactively on the device.